Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus australia for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the image did not appear because unexpected stress was applied to the cable by user¿s handling and the cable unit failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after installing and setting up the equipments including the subject device for start of the laparoscopic procedure, the endoscopic image was not displayed and the screen flashed green then turned black. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.